Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. There was no damage observed on the telescope assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06690 and 2134265-2015-06689. It was reported that automatic pullback failure occurred. The 99% target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending (lad) artery. During preparation for percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled. The opticross was then connected to the motor drive unit five plus (mdu5+) and pullback was attempted for operation check. However, it was unable to perform pullback. Reconnection could not resolve the issue. The catheter was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06690 and 2134265-2015-06689. It was reported that automatic pullback failure occurred. The 99% target lesion was located in the moderately tortuous and moderately calcified proximal end of the left anterior descending (lad) artery. During preparation for percutaneous coronary intervention, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. The opticross¿ was then connected to the motor drive unit five plus (mdu5+) and pullback was attempted for operation check. However, it was unable to perform pullback. Reconnection could not resolve the issue. The catheter was then exchanged with another of the same device to complete the procedure. No patient complications were reported and the patient's status is good.